Event description:
The surgeon implanted a toric silicone lens model aa4203tl, diopter 19.0/2.0. The haptic tore during implantation. The lens was implanted and remove in 2005 without patient injury. The msi-pr injector and mtc-60c cartridge were used during surgery. However, the lot numbers were unknown. It was indicated that the lens was damaged by the cartridge.